Event description:
When pt was approached for regular monitoring, a clear bolus of air, approx 2 inches long, was noted moving rapidly down the venous blood line below the line clamp on a co machine. The line was clamped immediately and the pt did not receive the bolus of air. Two staff members confirmed the presence of air below the clamp position. The drip chamber was approx 2/3 full of blood and no clot was seen, although the chamber was placed about 1/2 - 3/4 inches above the recommended height in the drip chamber. The venous line was in the line clamp and the cover was closed. The machine did not alarm, either visually or audibly, nor did the line clamp close. The machine was put through the test mode prior to beginning dialysis and it passed. The pt suffered no apparent adverse effects other than slight chest tightness which occurred when she was moved to another machine and she became somewhat frightened in spite of having been prepared for the move. She was placed on left side in trendelenburg position for 30 mins just in case some previously undetected air may have passed through. The next day during a regular office visit, she told the nephrologist that she had suffered chest tightness and shortness of breath for several years, but had never reported it. She stated that these symptoms were exacerbated by being tired or over stressed. It seems likely that the tightness during the above incident may have been provoked by the stress of the situation.